Event description:
Caller states the patient tested >8.0 inr on the coaguchek s system and 4.0 inr on a comparison lab. Patient had been advised to reduce her coumadin several days prior to the comparison, but she did not do it. Patient was sent to the ER to be tested and her coumadin dose was withheld for the day. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
A physician filed a report via medwatch regarding a bleed during/after catheter placement with an on-q catheter tunneler. It was initially believed the tunneler perf'd a vascular structure causing a hemoptisis, code and eventually death. Upon post-mortem examination, it was found that the patient did not have a perforated vascular structure, but had bled from a pulmonary contusion sustained in a fall that had brought the pt to the hospital in the first place. The events, while contemporaneous, where unrelated. This report is to apprise FDA that the initial report that implicates the on-q tunneler of the perforation was premature and the findings of the autopsy exculpates the tunneler as a cause of the bleed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.